Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced stimulation "shooting into the bowels," following replacement of the implantable neurostimulator. Bowel movements also caused a feeling of being "electrocuted." The device was placed very superficially and the pt was able to feel the screws in the device. The pt was scheduled to have surgery to fix, or reposition, the device. No info was provided related to the pt's outcome. Add'l info was requested but was not available as of the date of this report. A f/u report will be filed if add'l info becomes available.